Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm and a cartridge change error occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the cartridge was reloaded, and insulin delivery was resumed successfully. There was no adverse impact to customer's blood glucose level.